Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was selected for used. However, after loading it onto the non-boston scientific (bsc) wire, it was noticed that the contrast hub at the end of the wire was not connected and fractured roughly 10 inches from the hub. The device was removed from the wire, and the procedure was completed with new balloon. Additionally, it was noted that the patient was coded several times and shocked multiple times due to v tach but in no relation to the device. There were no patient complications reported.